Event description:
It was reported that during use of the swan-ganz catheter, there was a pinhole sized leak below one of the ports. The catheter was exchanged for a new one. There was no patient injury.

Manufacturer narrative:
Additional FDA product codes include: dqo- catheter, intravascular, diagnostic dqe- catheter, oximeter, fiberoptic kra- catheter, continuous flush dqk- computer, diagnostic, programmable drs- transducer, blood-pressure, extravascular dsb- plethysmograph, impedance dxn- system, measurement, blood-pressure, non-invasive qaq- adjunctive predictive cardiovascular indicator. One model 831f75 catheter with monoject limited volume syringe and non-edwards contamination shield was returned for evaluation. The customer report of leakage was confirmed. Visual examination found that proximal injectate extension tube was partially broken at the lumen hub. Cross surface of the broken extension tube appeared to be uneven and rough. Distal lumen was occluded with blood. Infusion lumen was patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No other visible damage was observed from catheter. A supplemental report will be forthcoming when the engineering evaluation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available evidence, it was identified that the assembly of the components where the leakage occurs is not manufactured internally in the dominican republic bd apm manufacturing process. The affected assembly is manufactured by edwards puerto rico. Consequently, this is a supplier related condition, and the corresponding supplier notification was sent. The lot number was not provided thus a device history record was not reviewed. As part of the manufacturing process 100% of the units undergo a leak and flow test and a visual inspection.